Event description:
Dimensional discrepancy. It was reported "implanted size 11 femur scorpio knee. Implanted insert, surgeon noticed gross motion between insert and baseplate. Popped out insert to make sure baseplate was clean, used another insert-same size, again gross motion noticed. Used a size 13 baseplate worked with no problem."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 13 events associated with this event type (dimensional discrepancy) and product code (B) (4).